Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient programmer display showed "call your doctor" icon. They were not able to adjust stimulation. There was a por (power on reset) issue. The patient had had heart surgery within the last few days. Additional information was requested.